Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 33-year-old female patient who had essure (batch no. C51072, c95075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included multigravida, parity 6, eclampsia, high risk pregnancy, vaginal bleeding, anemia of pregnancy, thrombophlebitis, pap smear abnormal, tonsillectomy and adenoidectomy. Concurrent conditions included light-headed, dysuria and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 9 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, alopecia, dyspareunia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 8-aug-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c51072, c95075) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events pregnancy (no complications), device ineffective, abnormal bleeding (vaginal) and patient didn¿t undergone essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure (batch no. C51072, c95075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's past medical history included multigravida, parity 6, eclampsia, high risk pregnancy, vaginal bleeding, anemia of pregnancy, thrombophlebitis, pap smear abnormal, tonsillectomy and adenoidectomy. Concurrent conditions included light-headed, dysuria and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 9 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, alopecia, dyspareunia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6). The reporter considered alopecia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Batch no. C51072, manufacturing date :2014-04-23, expiration date:2017-04-30; batch no.c95075, manufacturing date:2014-08-14, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and excessive bleeding during menstruation"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.